Event description:
Tile: b. Braun needle. Event desc: "IV safety needle sheath did not cover tip of needle after rn performed IV start. The rn did receive a needle stick. Needle retained, however on placing in the container, the needle did retract as was originally intended." Did this event involve an electrophysiology procedure? No. What was the original intended procedure? IV start. Device usage problem: device malfunction - that is the device did not do what it was supposed to. Other pertinent info: rn did report to occupational health office after needlestick. Add'l info provided by the facility indicated the r.n. Is fine and all protocol bloodwork testing to date has been negative.

Manufacturer narrative:
The actual device was returned to the MFR to be evaluated. One used 20 ga. Introcan safety stylet with the safety clip covering the needle tip was returned. No mfg defects were noted. All applicable safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR, b. Braun medical industries.